Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "breast pain". Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, deformation, voids between shell and gel, weight within specification. After autoclave cycle was identified cloudy gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.